Event description:
The manufacturer received information that during preventative maintenance a ventilator failed a test step. The ventilator was reading higher than upper limits during flow verification step. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.